Event description:
It was reported to depuy acromed that two lumber cages were broken during attempted insertion. A third cage was implanted without issue. A portion of the second cage could not easily be removed and it was left in the body. Situation has not resulted in any adverse consequence to the patient at this time. Surgery time was extended and an MDR is being filed to document this event.